Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The analyzer passed all incoming functional tests and an incoming bench test. The sensing and pacing light emitting diodes (leds) on the atrial and ventricle connection worked properly.

Event description:
It was reported the analyzer of the programmer does not work (it does not register signal and when the lead is connected, the lights do not switch on). The analyzer was returned for repair. There was no patient involvement.